Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker system due to oversensing. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. Ts ruled at t-wave oversensing, as the timing was not consistent with this behavior. Lead-on-lead interaction was also ruled out, as the signal was only visible on one channel and not both. They will likely adjust sensitivity to address some of the oversensing, and turn on non-sustained ventricular tachycardia (nsvt) alerts for continued monitoring. This pacemaker system remains in service.